Event description:
Patient reported "intracapsular rupture of one of the implants". This record is for an unknown side. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture

Event description:
Patient reported "intracapsular rupture of one of the implants". Later patient reported "conclusive diagnosis of intracapsular rupture is confirmed and ratified". This record is for the left side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.6.